Event description:
On (B)(6) 2025, it was reported by an arthrex subsidiary employee via sems-06886193 that an ar-3600d-3 drill was inserted into the ar-3600d and started drilling, it got stuck in the middle and when tried to force it out, the drill broke. This case was completed by using another product of same product number. No patient harms.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection of the drill, for fibertak¿ 1.7 mm, identified that the tip of the mating part is stuck at the distal end of the shaft. Functional testing was not performed due to the damage to the device. The method the quality of the bone encountered was not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to interference with the mating instrument and/or prying/leveraging the devices during use.